Event description:
The a1059 mayfield modified skull clamp was in use on a (B)(6) male patient when it slipped and caused 2 lacerations [from the pins]. A staple was used to close the posterior parietal laceration and dermabond was used to close the mid frontal laceration. No details were provided about the type of skull pins used or the date of the incident. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/01/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: complaint not confirmed - no issues observed. Unit cleaned per protocol. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The returned device was manufactured on september 30, 2009. No prior service history is on for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2009 with no prior service history.